Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use 6 mm spider fx embolic protection device to aid in the treatment of a moderately calcified 15 mm plaque lesion in the left proximal common carotid artery. The artery was 6 mm in diameter and was severely tortuous. The procedure used an 8 fr sheath and a 0.035" hydrophilic guidewire. The vessel was not pre- or post- dilated. The spider device was prepped as per the IFU with no issues identified. The physician experienced difficulty advancing the catheter as the vasculature was tortuous and had angulations. It was reported that during the procedure, the catheter (green zone) in connection with the transparent portion ruptured. The doctor observed the catheter rupture inside the patient and was able to remove the whole system together and replaced it with a non-medtronic protection filter. The filter had no visible damage, the transport catheter was fractured. The procedure was completed without further complications.

Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. No ancillary devices from the procedure were received. Four images were received from the customer. The first image showed the spiderfx device within it label pouch. The second and third images shows stretching and separation of the green delivery end catheter at the primary port. The fourth image received from customer also revealed a kink/bend of the spiderfx distal wire. The spiderfx distal assembly consisting of the spiderfx filter basket and floppy distal tip were received loaded within the green delivery end of the duel ended catheter. The device was removed from the transportation hoop for further analysis. All distal components were accounted for. The spiderfx duel ended catheter¿s green delivery catheter end was received with the catheter fractured at the primary wire exit port. The separation face exhibited tensile and rotational stretching. Multiple kinks were observed on the green delivery catheter shaft. The filter was observed in the green delivery catheter shaft. When the filter was advanced out of the distal tip of the green delivery catheter, a bend/kink on the distal tip wire was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.